Manufacturer narrative:
This report is submitted on july 04, 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (date not reported). Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the receiver-stimulator was explanted on (B)(6) 2017 and the electrode array was left in-situ. Re-implantation is planned but has not taken place as of the date of this report. This report is filed on (B)(6) 2017.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2017 not (B)(6) 2017 as previously reported.